Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The patient presented sinus rhythm. Before the flexnav was inserted into the patient, when the guidewire was advanced into the ventricle, the patient went into right bundle branch block (rbbb). After manipulating the wire, the patient then went into complete heart block (chb). The navitor was then implanted successfully with no re-sheaths at a depth of 3mm non-coronary cusp and 3mm left coronary cusp with no perivalvular leak present. The patient needed to be fully paced as there was no intrinsic rhythm at the end of the case and left the operating room with a temporary pacemaker. The patient then received a pacemaker the same day. Patient was reported to be discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that when the guidewire was advanced into the ventricle, the patient went into right bundle branch block (rbbb). After manipulating the wire, the patient then went into complete heart block (chb). The navitor was then implanted successfully with no re-sheaths at a depth of 3mm non-coronary cusp and 3mm left coronary cusp with no perivalvular leak present. A permanent pacemaker was implanted. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on the information available, the cause of the reported event appears to be related to procedural conditions (guidewire advance into the ventricle and manipulation of the wire). There is no indication of a product quality issue with regards to manufacture, design, or labeling.